Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the healthcare provider (hcp) ordered continued wound vac therapy. The home health nurse told them that the wound edges were pink and healing, the wound had decreased in size. The vac drainage was clear, no longer murky according to the patient. They continued wound vac therapy. The patient's pain was back in all full blown glory at the time of the report now that they no longer had the implantable neurostimulator (ins). The hcp would discuss re-implantation in the future after the wound had healed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# va0nshr, implanted: (B)(6) 2014, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3888-45, lot# va05xyu, implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that after a pocket revision, staples were removed early april. The pocket site would be warm to touch and when the patient recharged for 30 minutes, the recharger would shut off after an hour indicating increased temperature. The skin at closure site began separating. The patient saw the doctor on (B)(6) 2015 and the skin gapping open was approximately 1.5 inches. There was drainage and an incisional wound opening at the device pocket. The patient was referred to a different doctor the following day and a system explant was scheduled for that day. No diagnostic testing or troubleshooting was performed. It was later reported that the doctor attached a wound vac to the pocket site and the patient was discharged from the hospital 3 days later on (B)(6) 2015. A visiting nurse was making home visits every 2 days for wound vac assessment. The patient was going to see the doctor for follow up on (B)(6) 2015. The patient was on oral antibiotics. There was no fever, but the site was sore and the chronic pain had returned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.